Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2014. It is further alleged that she suffered injuries as a result of implantation of the device at issue, device recall, and excessive levels of chromium and cobalt in her blood. The patient has not yet scheduled a surgery for explantation of the femoral head.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2014. It is further alleged that she suffered injuries as a result of implantation of the device at issue, device recall, and excessive levels of chromium and cobalt in her blood. The patient has not yet scheduled a surgery for explantation of the femoral head.

Manufacturer narrative:
An event regarding alleged excessive levels of chromium and cobalt involving a restoration modular stem was reported. Conclusions: the subject device is manufactured from materials which do not contain chromium or cobalt. The stem mates with the bolt which also does not contain chromium or cobalt. As such, there is no indication the subject device would have contributed to the reported excessive levels of chromium and cobalt.